Event description:
A report was received that the patient was experiencing discomfort at the implant site. The patient underwent a pocket revision wherein the ipg was replaced per physician's preference. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.